Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that the pump was intended to infuse 2 liters over a 24 hour period but also stated the pump was set at a rate of 999 and the infusion took 2 hours and 45 minutes. The nurse hung a liter bag and programmed the pump for a total volume of 970ml. When the nurse checked on the patient the pump indicated 271ml was remaining to be infused however there was over 500ml remaining in the bag. The nurse could not determine if there was a problem with "the pump or a channel error". There was no patient harm. The facility's biomed service tested the devices and they could not duplicate the reported issue.